Manufacturer narrative:
Received two (2) samples one (1) used. List #am6130, 6" smallbore ext set w/6-port nanoclave® manifold, check valve, clamp, rotating luer. One (1) used. List #am6130, 6" smallbore ext set w/6-port nanoclave® manifold, check valve, clamp, rotating luer, one (1) used. List #unknown, microclave. As received, no physical damage or other anomalies were observed leak tested both samples, sample #! Had a small hole in the tubing where it mates with the manifold, tubing bond was sufficient. Probable cause, unintentional bending forces. Sample #2 noticed that the connection at the mixing valve was not secure, the male luer was not fully inserted into the female luer threads, causing the leak. Probable cause, connection not fully inserted during assembly in ensenada. Confirmed customer complaint of leaking where the tubing meets the manifold on both returned samples. D9 - date returned to mfg: 9/16/2024 a device history review (DHR) lot # review could not be conducted because no lot number(s) was/were identified.

Event description:
An event on an unknown date involving a 6" smallbore ext set w/6-port nanoclave® manifold, check valve, clamp, rotating luer experienced leakage. It was reported that their cicu had leaking issues with the am6130 manifold set. They had issues where the tubing meets the manifold. Sample is available for evaluation. There was unknown patient involvement, unknown adverse event and unknown delay in therapy. An additional used device was received for testing. Please see h11 for results of the device evaluation.